Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed, chronic total occlusion (cto) target lesion was located in a severely calcified and moderately tortuous distal left circumflex (lcx). A 2.00mm x 15mm emerge¿ catheter balloon was advanced for pre-dilatation and the device was inflated twice at 14 atmospheres. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 1.5mm x 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was good.